Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
The customer stated that the ventilator was delivering incorrect fraction of inspired oxygen (fio2). It was checked with an external analyzer and the readings were out of parameter. There was no patient involvement at the time of the reported issue.